Manufacturer narrative:
Additional suspect medical device components involved: reference number: 10470147, product family: dbs-adapters, (B)(4), serial: n/I, batch: n/I. Reference number: 10470159, product family: dbs-adapters, (B)(4), serial: n/I, batch: n/I. Reference number: 10470172, product family: scs-extension, (B)(4), serial: n/I, batch: n/I. Reference number: 10470182, product family: scs-extension, (B)(4), serial: n/I, batch: n/I. Location of explanted devices is not known.

Event description:
A report was received that a patient experienced a delayed infection 11 months after their implant date. The location of the infection was at the site of the ipg the adaptors and lead extensions. The patients symptoms were redness and swelling at the implant site. Patient was explanted and placed on IV antibiotics. It is unknown if infection was related to device.